Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device remained implanted, no product evaluation was able to be performed. The root cause of the calcification remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 31mm porcine mitral valve was disabled via a valve-in-valve procedure after an implant duration of 10 years and 10 months due to calcification, restricted leaflet motion, and stenosis. Per obtained medical records, a 29mm transcatheter valve was implanted in the mitral position with good results. The patient left the or in stable condition and the outcome was reported to be good. The patient was discharged home with health services in stable condition on post-operative day two.